Event description:
Coiling of a wide neck aneurysm on a pt with co morbidity, grade 4-5 sah. Two microcatheters (mc) were inserted simultaneously and positioned for coil placement. The first coil was placed in aneurysm through the first mc, held in position but not detached. This was followed by placement of the second coil through the 2nd mc. After the second coil was placed in the aneurysm, but not detached, the first coil in the first mc was detached. After using this alternating placement and detachment method, a coil was placed and did not detach. This coil that did not detach was removed from the microcatheter and another coil was placed in the aneurysm through the same mc. This coil also did not detach and was removed. The next coil that was placed in the aneurysm did not detach.